Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, lot #224465. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation and soreness post procedure. This was accompanied by tenderness and sagginess. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 5/10/2019. Bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses was performed with explant. The mentor failure analysis lab received the device for evaluation on 5/23/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/13/2019. Manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Device evaluation summary: according to the information provided it was reported that the patient experienced a deflation and pain with the implant. During evaluation of the sample a tear measuring approximately 1.8 cm was observed on the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint of deflation was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Therefore, no corrective action is warranted at this time. Manufacturer¿s reference number: (B)(4).